Event description:
Reporter indicated a vns programming handheld would show the 7.0 software screen when turned on, even though 7.1 software is installed. The 7.0 software screen would stay frozen until a reset was performed. The handheld has been returned to the MFR and is pending product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.